Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's image allegation was able to be confirmed. It was also observed that the image guide fiber bundle was severely broken due to external factors. Peeling was observed on the curved rubber adhesive and scrapping was also observed on the tip cover due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope ¿image may be completely dark and may not appear.¿ there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 3 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of this event could not be determined due to the inability to duplicate the reported phenomenon. As a result, this reported event could not be confirmed. Investigation results uncovered that the bending section rubber glue was peeling, and the distal end cover was scraped due to external factors. According to the operation manual the following preventative measures were recommended: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of the inspection are unknown. The reported issue occurred during an unknown procedure with no reports of delay. The procedure was subsequently completed with a similar device (model EU-me1/ sn: unknown). Olympus will continue to monitor the field performance of this device.